Event description:
It was reported the pt was scheduled to have his trial leads removed on (B)(6) 2011. When he arrived for the procedure, the physician noted the pt had already removed the leads himself. The physician advised the patient about the risk of infection, as well as the need to have a CT scn performed to make sure everything was removed. The pt refused any further treatment, and did not return the devices.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.